Event description:
Complaint was received from outside the USA. During routine cleaning of the system, the laboratory technician reportedly cut this thumb on a metal plate that is exposed to biological fluids. No information has been received to suggest any ill effects associated with the cut. Accordingly, this event is being filed in a excess of caution.

Manufacturer narrative:
Investigation of the affected system did not indicate sharp edges. However, it is possible that the metal plate could have caused this type of injury with applied pressure. There is no indication of any injury practices were followed (blood samples and vaccinations) as a precaution. In 2006, the manufacturer implemented a system with radius corners and edges. The ola2500 system mentioned in this event was produced prior to that modification. The foreign manufacturer will initiate a field modification to be implemented in the USA by olympus america inc. Field service engineers. The modification will provide a protective coating to be applied to potentially sharp edges. No incident of this type has occurred in the USA, that olympus america inc. Is aware of.